Manufacturer narrative:
Concomitant medical products: dtma2q1 ICD; 5076-52 lead implanted: (B)(6) 2019.

Event description:
It was reported that the left ventricular (lv) lead had an impedance warning alert due to high impedance measurements. The lead is still in use. No patient complications have been reported as a result of this event.